Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product code is hwc. (B)(4). Lot number unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture and expiration date are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a trochanteric femoral fracture on (B)(6) 2017 with proximal femoral nail antirotation ii (pfna ii) system implants, after the surgeon made an incision into the outer cortical and subchondral bone using the drill bit and reamer, he tried to insert the pfna blade and the blade interfered with the outer cortical bone. The surgeon then extracted the blade and found the tip of the blade was fixed even though it was equipped with a key for pfna blade. The surgeon thought there was something wrong with the blade, so he changed the blade size to 100mm but this blade also interfered with outer cortical bone. The tip of the blade was secured and the surgeon couldn't turn the blade when he extracted. Eventually the surgeon removed aiming arm, inserted the 100mm blade by using guide wire and completed surgery, with no other medical intervention required. The surgery was extended for 60 minutes due the reported event. There is no information available for reporting regarding the patient and surgical outcome. Concomitant devices: 1x unk aiming arm; 1x unk guide wire; 1x 356.822 / lot unk (drill bit); 1x 356.821 / lot unk (reamer); 1x 356.832 / lot unk (key f/pfna blade). This report is for the second blade that was eventually implanted in the patient. This report is 2 of 2 for (B)(4).